Manufacturer narrative:
(B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event. The investigation was completed on 10/10/2014. Retain product was tested and functioning according to specification. Product was not returned for investigation. Investigation: a review of the device history record confirmed that the cartridge lot met finished goods release criteria. Testing using samples from blood collection tubes not filled to capacity was associated with high rates of detected errors (dts) and undetected errors (udts); however, cartridge testing using samples from tubes filled to capacity, as instructed in the I-stat system manual, met the acceptance criteria for rates of dts and udts outlined in appendix 1 of q04.01.003 rev. T (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for ctni cartridge lot p14086a. Assessment: based on a result below followed by a result above the I-stat published cut off of 0.08 ng/ml approximately 2 ½ hours later could be indicative of an evolving mi. However, based on the I-stat positive result and the result from another manufacturer being negative approximately 40 minutes later and the limited patient information, there is not enough information to determine whether an I-stat product malfunction occurred as per the product labelling (cartridge and testing instructions-cti sheet), "results from the I-stat ctni assay should be considered in the context of the entirety of the available clinical information." "An elevated troponin value alone is not sufficient to diagnose a myocardial infarction. Rather, the patient's clinical presentation (history, physical exam) and ECG should be used in conjunction with troponin in the diagnostic evaluation of suspected myocardial infarction."

Event description:
On (B)(6) 2014 abbott point of care was contacted by a customer reported they obtained discrepant troponin I results on a patient. There was no patient information available at the time of this report. Return product is not available for investigation. (B)(6). At the time of the event there was no indication of a product malfunction based on the information provided and assessed by apoc, however this MDR is a retrospective filing in response to an observation from an FDA inspection conducted may 8th to 12th, 2017 at abbott point of care ((B)(4)).